Event description:
The physician could not recall the specifics, but a penumbra coil 400 was in a bag marked "prematurely detached". The physician stated that he did not use a snare or retriever, so the premature detachment must have occurred on the back table or in the catheter.

Manufacturer narrative:
Conclusion: this device is available for return, and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pusher assembly is intact. The pull wire is in the capture feature inside the distal detachment tip (ddt). The proximal constraint of the coil is not in the ddt. These observations are inconsistent with a properly deployed coil. The pull wire was released from the capture feature and extended 3 mm beyond the ddt, showing adequate pre-compression. The coil appears well formed and measures 8 cm in length. The distal 15 cm of the pusher assembly was cut off and the pull wire was removed. The ID of the ddt, the pull wire od, and the od of the coil proximal constraint ball all measured within specification. Conclusion: the root cause of the unintentional release of the coil could not be determined based on the information provided in the complaint. The presence of the pull wire in the capture feature of the ddt and the unbroken pet lock at the proximal end of the pusher assembly suggest that the ddt released the proximal constraint of the coil when the tensile force specification was exceeded during device manipulation.